Event description:
It was reported that a patient was entrapped between the siderail and the mattress of the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A stryker representative inspected the bed and found that the optimat mattress in use was broken and compressed at the edge, where it should have been firm. He found that this would make it more likely for the patient to slide in between the mattress and siderail. No defect was found with the bed or siderails.

Event description:
It was reported that a patient was entrapped between the siderail and the mattress of the bed. There was patient involvement, however there were no adverse consequence or clinically relevant delay in treatment associated with this event. A stryker representative inspected the bed and found that the optimat mattress in use was broken and compressed at the edge, where it should have been firm. He found that this would make it more likely for the patient to slide in between the mattress and siderail. No defect was found with the bed or siderails.